Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the device was removed about 2 months after implant due to infection. Additional information has been requested regarding the drug information and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.